Event description:
It was reported that 910 device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the cs150 instrument would not coagulate. Another instrument was used to complete the case. There was no consequence to the pt.